Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm fusiform abdominal aortic aneurysm approximately 15 months ago. The aortic neck was 28 mm in diameter and 50 mm long with intrarenal angulation of 53 degrees. The iliac arteries were moderately tortuous and did not have stenosis. It was reported that the endurant bifurcated stent graft was successfully implanted, and no issues were noted on the 1 month ultrasound follow-up. Approximately 10 months post-implantation, a distal type I endoleak was noted coming from the left side of the bifurcated stent graft; the type I endoleak was left uncorrected. A type ii endoleak was also noted and resolved with an unknown treatment approximately 2 weeks later. As per the investigator, the type ii endoleak was assessed to be related to the device and unrelated to the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak), (type ii endoleak). Conclusion: (type ii endoleak).